Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event cannot be conclusively established through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found unresponsive and not breathing on (B)(6) 2022. Emergency medical services (ems) arrived at the scene where the patient remained unresponsive and had pulseless electrical activity (pea), which deteriorated into asystole. The patient¿s husband declined cardiopulmonary resuscitation (CPR) per the patient¿s previously expressed wishes. The ventricular assist device (vad) coordinator was called for assistance in turning the device off. The patient was last seen at the clinic on (B)(6) 2022 for a routine visit. The husband stated the patient had gotten their coronavirus (covid) booster on (B)(6) 2022 and then stopped eating. The vad team was unaware of this change in the patient's condition until after they passed. It was later reported that the cause of the death was unknown. The device was not explanted for evaluation.